Event description:
A high impedance event was observed for the patient's device within the programming history. Generator and system diagnostic tests were performed, which indicated high impedance results. The physician noted that the patient had some discomfort with the device and had raspy voice when talking due to vns stimulation. The physician concluded that the vns is still working because each stimulation of the vns made patient's voice raspy. The settings were adjusted from 1.0 ma to 0.875 ma with the other setting parameters remaining the same. The patient tolerated well and had no further of raspy voice. Patient isn't experiencing any side effects or seizures specific to the high impedance. No known surgical interventions have occurred to date to address the high impedance.